Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pixls on the insulin pump screen had diminished to the point that column had disappeared and customer can no longer read how much insulin was left in the reservoir. The customer¿s blood glucose was unknown at the time of incident. The customer also reported that the insulin pump had no delivery alarm in the past and also stated that they heard a grinding sound from insulin pump. The insulin pump will not be returned for analysis.